Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. No abnormality regarding z-offset setting can be identified. According to the treatment reports the used flap parameter shows a thin intended flap of 90m. By some case there was too much fluid and poor centration of docking, opaque bubble layer occurred. The combination of thin flap and water/lacrimation might have caused the flap to become thinner than intended. Gas that has been created during the flap cut procedure did not find the way through the canal but vertically between bowmann's membrane and cone and remain as an visible bubble. Clinical review confirmed the occurrence of vgb (vertical gas breakthrough). The root cause is a thin flap that set by the user and the too much fluid reduced the flap thickness additionally. A contributing factor is a decentered docking. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported during flap creation of the left eye a vertical gas breakthrough occurred. The physician used a microkeratome to complete the flap with no patient harm. Additional information requested.